Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the positioning of the clip was inefficient, removed easily when tilted/put on an angle.